Manufacturer narrative:
Device remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 11 day post operative CT showed the presence of an occlusion of the right iliac limb stent graft. A re-intervention was performed to complete a fem-fem bypass to successfully restore blood flow to the right leg, followed by the placement of a covered stent within the iliac limb stent graft, extending up to the level of the secondary sealing ring of the aortic body stent graft to maintain luminal patency. As of the date of this report, there have been no additional patient sequelae reported.